Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving morphine (20 mg/ml, 2.748 mg/day) via an implantable pump for non-malignant pain. It was reported the hcp called to troubleshoot volume discrepancies. The hcp stated that the patient came in for his first refill on (B)(6) 2020 and they were expecting 18 ml and pulled out 20 ml. The patient came into the clinic on (B)(6) 2020 for his next refill and they expected 4.4 ml, but pulled out 21 ml. The hcp they checked the pump logs and there were no stalls or any abnormalities. The hcp stated they suspected the patient had a 40 ml pump. The hcp was advised to interrogate the pump and it was determined it was a 20 ml pump. The hcp checked the programming from the normal pump replacement on (B)(6) 2020 and the first refill on (B)(6) 2020, and they confirmed no issues with programming. No symptoms or patient complications reported.